Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The patient reported that they could normally increase their stimulation intensity to 5 for group a and c, but probably starting 5 days ago when the patient attempted to increase their stimulation intensity above 1.7 they received the message settings not available, cannot provide your desired intensity settings. The patient mentioned that they were reprogrammed not long ago but they were still able to increase intensity above 1.7 after reprogramming. The patient mentioned that they were in pain because nothing was working (patient services understood that the low stimulation was not relieving their pain). The patient mentioned that they were down all day yesterday for they could not deal with their pain. The patient was redirected to their healthcare provider to further address the issue. The patient did not have their manufacturer representative (rep) contact information. Patient services emailed local medtronic reps on behalf of the patient. Additional information from the manufacturing representative (rep) and patient indicated that the patient had no pain relief and could not turn up their settings. It was noted that electrodes 9,10 had impedances over 40,000 ohms. Pt had dtm programming from last programming session. Pt states it did not help. It was noted that the patient would not let the rep program high density programming as she wants to feel it and turn up and down. Low density programming only gets paraesthesia in left side and or left knee up and down both leads. The patient does not have right sided paresthesia. The hcp told the pt he wanted her to be programmed with high density evolve before scheduling a lead revision. Pt stated she would think about it. Additional information from the rep indicated that they were unable to resolve the high impedances. Adequate therapy was not able to be achieved. It is unknown what further actions will be taken.